Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead was unable to implant. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was the lead was unable to implant. Final analysis found that as received, a complete lead with an implant tool was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies to the lead body. All tines were found intact and undamaged.